Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-83143.

Event description:
It was reported that the customer received medical attention from the paramedics after tripping/falling and hitting his head. The customer experienced a low blood glucose level of 5.6 mmol/l and had calibrated his insulin pump prior to the fall.